Event description:
Dr. Performed his first merci retriever case. A female pt presented with an mca stroke that extended back to the icat. During use of his second merci l6 retriever, the physician had difficulty getting the retriever into the merci microcatheter 18l. The physician was able to deploy the l6 retriever into the mca and did a slow pullback. The retriever fractured during the pullback. He tried to retrieve the fractured tip from the vessel using a snare but was unsuccessful. The final angiogram revealed that the physician was able to open the aca and carotid terminus but was not able to open the mca. The physician indicated that he did not torque the retriever at all but he believes he damaged the retriever tip when he inserted it into the microcatheter. According to the physician, the fracture did not worsen the clinical condition of the pt. The pt suffered a major stroke as a progression of her original condition.

Manufacturer narrative:
The current instructions for use (IFU) lists fractures as known complications. Also, there are warnings in the IFU that provides recommendations to reduce the rick of fracture and recommend against using damaged devices. An investigation was performed on the retriever and the insertion tool. The retriever core wire fractured distal to the helix. The insertion tool tip was kinked and it was pulled about 8mm more distal than it is located in the "as mfg" condition. Based on the results of the investigation and the info provided by the site, the most likely cause of the retriever fracture and insertion tool condition appears to be use imposed damage from manipulation during use. As a corrective action, after the event occurred the concentric medical field rep retrained all three interventionalists at the site on proper device use.